Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. The suspect power cable was discarded at the site and will not be returned to manufacturer for analysis. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended.

Event description:
A site representative reported that their imaging system had a broken power cable. The imaging system was not charging the mobile view station (mvs) or the imaging system batteries. The cable was broken at the entry of the mvs. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.